Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the marks found on the contact wire, particularly the discoloration visible in the area of the inner weld seam, clearly indicate excessive heat generation during operation. In combination with the customer's confirmation that the robi instrument 38610on was used at effect level 5 on the erbe device, it is highly probable that the permissible peak voltage of 150 vp was exceeded. However, according to the instructions for use, robi® devices are designed exclusively for short-term coagulation of small bleeds in the range of max. 150 vp. Exceeding this value, for example due to excessive power levels or excessive duration of the hf current, can lead to thermal damage to the instrument in accordance with iec 60601-2-2 (3rd edition). The observed thermal discoloration and melting of the distal plastic insert are typical signs of such thermal overload. The cause of the damage is therefore most likely due to an operating error resulting from incorrect device settings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the instrument started burning in the laparoscopic surgery. There are no adverse consequences, and no patient injury. The procedure was completed successfully. No negative impact in state of health reported.